Manufacturer narrative:
Lot number or product was not provided by the reporter therefore, unable to proceed with batch retain testing or product investigation.

Event description:
Profound and permanent neurological injuries [nervous system disorder]. Severe and permanent physical injuries [injury]. Extensive nerve damage [nerve injury]. Zinc toxicity [metal poisoning]. Copper deficiency [copper deficiency]. Tingling feet and legs [paraesthesia]. Burning in feet and legs [burning sensation]. Pain in feet and legs [pain in extremity]. Weakness in feet and legs [muscular weakness]. Dizziness [dizziness]. Anemia [anaemia]. Tendency to stumble or fall down, instability [gait disturbance]. Loss of balance [balance disorder]. Case description: an attorney reported that their adult female client, now age (B)(6), used fixodent denture adhesive, version unk cream, unspecified total daily use (B)(6) 1970's through (B)(6) 2010 and super poligrip original denture adhesive cream, unspecified total daily use (B)(6) 1970's to present, and reported the following: profound and permanent neurological injuries, severe and permanent physical injuries, zinc toxicity, copper deficiency, extensive nerve damage resulting in tingling feet and legs, burning in feet and legs, pain and weakness in feet and legs, dizziness, anemia, a tendency to stumble or fall down, instability and loss of balance. Treatment: has received and will continue to receive unspecified medical care and treatment. The case outcome was not recovered/not resolved. No further info was provided.